Manufacturer narrative:
UDI: (B)(4).

Event description:
The doctor indicated the implant fractured in the neck. According to doctor´s assistant the patient came with discomfort and noticed the implant was fractured. The site had bone loss, pain, inflammation and infection. Implant was removed on (B)(6) 2019.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual inspection of the as returned product identified a considerable amount of damage about the threads, which are worn down their base metal. The collar is fractured laterally. Dimensional verification cannot be performed due to the condition of the returned device (fractured). No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported product was located on tooth # 11 and used for approximately 14.5 years. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 247765. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (247765) for similar event and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (implant fracture + bone loss + infection + inflammation) or product (oss311). Therefore, based on the available information, device malfunction had occurred and the reported fracture event was confirmed. The reported medical events could not be verified with the information provided. The following sections have been updated: b4: date of this report. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.